Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose value was 450 mg/dl. Customer stated that the insulin pump received a no delivery alarm. Customer decline troubleshooting for high blood glucose. Customer stated that he infusion set was not bent. The insulin pump will return for the analysis.